Event description:
It was reported that there were grooves in the cannula that did not allow for an adequate cleaning as the mucus accumulated in the grooves. Even after cleaning and submersion of the cannula, it was not possible to access the grooves. The event occurred during extraction/at the end of therapy. No other relevant devices were used during the occurrence of this event.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. However, all clear, silicone shafts used to assemble custom devices are designed / manufactured with grooves. The instruction for use, 10018908-001, states under 8.0 cleaning provides directions on how to clean the tube. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.